Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Device information: the device lot/serial number was asked for but was unavailable. Therefore device information remains unknown. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. (B)(4).

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that the introducer sheath was inserted from the patient's left access vessel. The vessel was reported as highly tortuous. The introducer sheath reportedly advanced smoothly despite the noted tortuosity. Following stent graft placement, final angiography imaging reportedly revealed a dissection at the patient's left external iliac artery. A bare metal stent was used to cover the dissection area. There were no further reported issues. The patient tolerated the procedure.